Manufacturer narrative:
H.6. Investigation summary: a device history record review was performed for provided lot number: 8032675. The review revealed that the production process met all assembly specifications, packaging specifications, and quality assurance inspections. During the production process, leakage testing was performed at three separate points, with no signs of leakage found. As a sample was not available for return, a sample evaluation could not be completed. Without further sample investigation, a cause for the reported issue could not be determined at this time. Our quality team will continue to monitor the manufacturing process for any emerging trends.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system leaked at the connection site during use. This occurred on 2 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from portuguese to english: "the catheters leaked near the connections."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system leaked at the connection site during use. This occurred on 2 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from portuguese to english: "the catheters leaked near the connections."